Manufacturer narrative:
Concomitant medical products: dtba1d1, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness and the right atrial (ra) lead was under sensing resulting in possible early termination of episode detection. The lead is still in use. No further patient complications have been reported as a result of this event.